Manufacturer narrative:
The dentist refused to provide the patient's ID, weight, ethnicity and race.

Event description:
On (B)(6) 2018, nakanishi received a phone call from a dealer about a handpiece overheating. A few days later, further information about the event was provided. The information nakanishi obtained from the dealer is as follows: the event occurred on (B)(6) 2018. The dentist was forming an upper left tooth #7 after removing a crown from the tooth using the z95l handpiece (serial no. (B)(4)). The patient was under anesthesia. During the procedure, the handpiece overheated and burned the patient.

Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [c181206-05]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 5 service records since the device was shipped. The repair details are as follows. July, 2016, march, 2017 and july 2017: the cartridge, drive shaft and dog clutch were replaced. December, 2017: the cartridge, drive shaft, dog clutch and headcap were replaced. May, 2018: the cartridge, drive shaft and dog clutch were replaced. According to the service records, after each repair of the handpiece, nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test points (1) and (2) a few seconds after the start. Temperature measurements 18 seconds after the start are as follows: test point (1): 70.9 degrees c, test point (2): 96.5 degrees c, test point (3): 40.7 degrees c, and test point (4): 28.3 degrees c. The rise in temperature was so sudden that the test was concluded 18 seconds into the planned 5-minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed that the ball retaining part of the ball bearing in the cartridge was broken. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report #(B)(4). Nakanishi checked the cleaning and lubrication devices returned from the user in order to measure the amount of maintenance oil that the handpiece had been lubricated with under maintenance at the dental office. That was done by attaching measuring cylinders to the oil outlets. Nakanishi confirmed that the appropriate amount of oil came from the returned devices. Nakanishi conducted a visual inspection of the returned maintenance devices. Nakanishi observed large amount of water in the filter of both devices, which may have been in the handpiece during use. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of overheating of the returned device was due to frictional resistance generated by the broken bearing. Nakanishi considers the possibility from large amount of water nakanishi observed in the visual inspection of the maintenance devices that the cause of the ball bearing part being broken was ingress of foreign materials in the water into the ball bearing that interfered with rotation,. Failure to check the handpiece before use causes burn injury to a patient. In order to prevent a recurrence of the burn injury to a patient, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of checking of the handpiece prior to use to prevent patient's injury, as instructed in the operation manual.